Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Choking/ throat [choking], coughing [cough], the round piece that holds some of the bristles fell off in mouth [device breakage]. Case description: consumer called stating that when her husband was brushing the round piece that held some of the bristles fell off in his mouth. No serious injury was reported.

Manufacturer narrative:
09-nov-2018 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Choking/ throat [choking]. Coughing [cough]. The round piece that holds some of the bristles fell off in mouth [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer called stating that when her husband was brushing the round piece that held some of the bristles fell off in his mouth. No serious injury was reported.